Event description:
It was reported that a patient presented with far r wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming was performed. No adverse patient consequences were reported.